Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother called on behalf of her daughter who experienced a low reading issue with the use of the adc freestyle libre sensor. The customer experienced symptoms of tachypnea and an ambulance was called. Upon arriving at the hospital, customer obtained a sensor scan of 250 mg/dl in comparison to a reading of 600 mg/dl on an hcp device. The customer was diagnosed with diabetic ketoacidosis and transferred to the intensive care unit where she received an injection of insulin (dose/type unknown) and intravenous fluids for re-hydration. The customer was released from the hospital after 2 days. There was no report of death or permanent injury associated with this event.